Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers state,the pt developed hip pain, leg pain, thigh pain, groin pain, difficulty walking, difficulty sleeping, pain with walking, pain when lying on his right side, pain arising from a seated position, pain with weight bearing, and looseness of the cup.